Manufacturer narrative:
Medical safety/clinical reviewed the event. A 72-year-old male patient was transferred from another hospital status post st-elevation myocardial infarction (stemi) with an intra-aortic balloon pump (iabp) in place and multivessel coronary artery disease. Past medical history included known coronary artery disease with placement of two bare-metal stents (bms) to the right coronary artery (rca) in 2024. An impella cp was percutaneously inserted via the left femoral artery for mechanical circulatory support. During impella cp support, bleeding at the left groin access site was observed and controlled with manual pressure. After approximately 17 hours of impella cp support, the patient demonstrated inadequate hemodynamic support requiring three vasopressors. The clinical team elected to escalate support to an impella 5.5 device, which was successfully implanted. The impella cp was removed prior to completion of the procedure. Hemostasis at the access site was achieved with manual pressure, and three-point fixation was applied. On post-implant day 0 with the impella 5.5, suction alarms were noted at performance level p-5. A 1000 ml fluid bolus was administered without resolution of the alarms. The device was repositioned by withdrawing approximately 3 cm; however, flows above p-7 could not be achieved without recurrent suction alarms. Echocardiogram reportedly demonstrated left ventricular akinesis per nursing documentation. The patient remained on multiple inotropes and was in cardiogenic shock, stage e. The clinical team continued monitoring and supportive care. Approximately four days later, care was withdrawn, and the patient expired. The patient's underlying condition contributed most to the demise outcome. The patient required multiple inotropes and remained in advanced (stage e) cardiogenic shock, indicating hemodynamic compromise. The recurrent suction alarms may be associated with low left ventricular preload, left ventricular dysfunction (akinesis), and ongoing cardiogenic shock, which are conditions noted in the instructions for use as potential causes of for suction. H6. Investigation type/finding/conclusion remains unchanged.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. Additionally, data log was not provided or available on the remote server. However, the investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, suction issue, the cause was not determined without returned product investigation and sufficient clinical details, including data log. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Patient-specific information a4. Weight is unknown. Additionally, the exact date of death is unknown; however it has been captured as the date of explant. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Post implant same day, suction alarms were encountered a performance level p-5. 1000ml bolus fluids were given with no change. The interventional cardiologist repositioned the impella 5.5 device pulling back 3cm. The patient was unable to get flows above p-7 without suction alarms. An echocardiography showed akinesis left ventricle. Later overnight, suction alarms triggered. The physician arrived at bedside to reposition the impella device using ultrasound guidance. The patient was evaluated throughout the day with hopes to reduce vasopressors. However, approximately four days later the patient expired.